Event description:
The customer reported that the images went white during fluoroscopy. This issue will cause the system to be unusable due to the inability to see the live image. There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.